Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: white residue on screw discovered. The doctor opened an aseptic packaged screw, and he didn¿t use it because a powdery white residue of something adhered on the screw head parts. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional product: hwc. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.